Event description:
Brought the patient back for a hysteroscopy and a dilation and curettage (d&c). Proceeded with the case and ended up using the myosure due to a large polyp we could see. The myosure was defective and wouldn't hold a continuous cut. Doctor used curettes to try and remove it but was unable to remove the whole thing. We were able to find the likely reason for the patient's anemia, but patient will have to come back to get the large polyp removed.